Event description:
During an operating room procedure, et tube was noted to be leaking. Extubation and reintubation occurred. Product appears to have a hole in the cuff inflator tubing which is light blue approx 5 cm from the joint with the main tubing.